Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the joystick was problematic thereby losing motorization of the system. There are no reports of patient injury or death associated with this event.